Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa and the release criteria was checked. After successfully meeting all criteria the device was released in the laa of the patient. It was noted that there was a thrombus on the tip of the sheath while release criteria was checked. Following the device being implanted everything was removed from the patient with no complications. The patient remained stable and there were no complications that were reported to have occurred.